Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient who had a resolute onyx rx drug eluting stent implanted without issue earlier in the year presented with instant stenosis and became symptomatic. It was reported by the physician that the stent had closed down. The patient received re-ballooning and spent a night in ICU. Patient's condition deteriorated again after the patient went to ICU. They were brought back to theatre and had a balloon pump inserted. Patient was then transferred to another hospital for a possible bypass. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.